Event description:
Fistula. The pt is a 51 yrs old female with a past medical history of diverticulitis and previous surgery with resultant colostomy due to large bowel obstruction, (anastomotic stenosis) as well as a history of rheumatic heart disease (mitral valve), congestive heart failure, and cerebral vascular accident. On may 6, 1999 the pt underwent colon resection and colostomy closure with primary hand sewn anastomosis. At this time, five sheets of seprafilm were placed at the incision, anastomosis, and bilateral pelvic sidewall. One week postoperatively, the pt was found to have a fistula separation and subsequent drainage of fecal contents, approx 3 liters over 24 hrs. Local wound care, sandostation intravenously, antibiotics and intensive care unit observation greater than 24 hrs resulted in markedly decreased output over the next three days and subsequent complete clinical resolution. The pt was reported to have recovered without sequelae and was discharged home on may 22, 1999. The reporting physician felt that the event was possibly related to the use of seprafilm.